Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that while injecting found a crack on the lens. So, the lens was not used. Additional information has received and it states that the cracked lens was explanted during initial procedure and surgery completed on the same day by implanting the spare unspecified lens from another patient who had a same lens used intraocular lens (iol) cuter and ilm forceps to take out lens from eye with no patient harm.

Manufacturer narrative:
Additional information has been provided in h3, h6, and h11. A sample was not received at the manufacturing site for evaluation for the report of damaged lens therefore, the condition of the product could not be verified therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.